Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service on 12/8/2009, 9/15/2010, 11/7/2008, & 4/21/2008, the batteries and battery harness were replaced.